Manufacturer narrative:
Advanced bionics considers the investigation into this reported event as closed. According to information received from the center, the patient has recovered.

Event description:
It was reported that the patient had skin flap revision surgery in 2006. Subsequently, the patient developed an infection in the area of the skin flap. The patient was treated for the infection with amoxicillin.